Event description:
It was reported that during follow-up, the right atrial lead was non-functioning. The lead was capped and a new lead was placed on the right side of the body. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.